Event description:
Patient reported that side by side meter/lab comparison test readings (obtained 10 minutes apart) were 103 mg/dl (ss) versus 265 mg/dl (lab), respectively (61% difference). Patient was experiencing blurred vision at the time tests were performed. Patient said control solution test reading (not given) was out of range. The meter was replaced. Lfs representative reviewed qc procedures. There was no allegation of harm.